Manufacturer narrative:
Event description continuation: activated clotting times maintained between 250-300 seconds. There is no information regarding shaft proximity interference value. The thermocool smarttouch uni-directional catheter was not in close proximity to another catheter. The thermocool smarttouch uni-directional catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Products during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17537379m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: :1.lasso navigational variable eco catheter. Model #: d-1343-01-s. Lot #: 17559552l. :2.carto 3 system. Model #: unknown. Serial #: unknown. :3.carto 3 external reference patch. Model #: d-1283-02. Lot #: ll012696. :4.non-biosense webster, inc.- webster coronary sinus auto ID catheter - resterilized model #: d-1353-03-s. 5.non-biosense webster, inc. - st. Jude medical transseptal needle. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6) years of age, underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, after isolation of the right pulmonary veins and during isolation of the left inferior pulmonary vein (lipv), the ablation catheter slipped through the transseptal puncture site and back into the right atrium. The physician was able to successfully re-insert the catheter through the transseptal puncture site on the 2nd attempt. Upon doing so, high contact force was displayed on the carto and the physician noticed a lack of mobility of the catheter. Patient became hypotensive and a tamponade was confirmed via echocardiography. Remainder of procedure was aborted. Surgical drainage yielded an unknown amount of fluid. Patient was reported to be in stable condition immediately after the event. Patient required 1 day of extended hospitalization as a result of this adverse event for observation. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical transseptal needle. There is no sheath information. Generator parameters at the time of injury included power control mode at 30 watts, temperature cut-off of 45 degrees, and impedance of 120-140 ohms. There is no information regarding power titration. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. Irrigated catheter flow was set at 19ml/min for ablation up to 30 watts and 30ml/min for ablation at greater than 30 watts. Patient received anticoagulant during the procedure with. Event description to be continued under h10.